Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2010/04/09 and d314trg crt-d, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's lead exhibited high thresholds. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.